Manufacturer narrative:
One device returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Upon review of the event history log, no evidence of the reported complaint had been found. Device then underwent functional testing; passed all functional tests. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that the screen goes blank and alarms. No adverse effects reported.